Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred while the customer was removing air from the cartridge during the load sequence. The customer's blood glucose (bg) level was not impacted by the malfunction alarm; however, the customer's bg level was elevated due to what customer believed to be an infusion site issue. Customer declined troubleshooting for the elevated bg level; therefore, the cause for the elevated level could not be confirmed.